Manufacturer narrative:
Product event summary: at analysis, the stated reason for return "device does not stimulate cardiac activity even if it signals impulses transmission" was not able to be confirmed. Analysis did note however that an atrium cable was broken. An incoming test was performed and no anomalies were found. The unit was cleaned and inspected, tested according to its service manual and passed.

Event description:
It was reported that the external pulse generator did not provide any pace pulses. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the atrium cable returned along with the generator was broken.